Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged respiratory tract irritation as well as asthma. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. In box b: adverse event/product problem, outcomes attributed to ae are updated in this follow-up. Describe event or problem will be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, asthma (new or worsening). No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box d: product UDI (rfb) is updated in this follow-up. In box e: reporter first name, reporter last name, reporting institution name, reporting address line 1, reporting address city, reporting address state, reporting address postal, reporter country are updated in this follow-up. In box g: date received by mfg (rfb), date received by mfg are updated in this follow-up. In box h: type of reported complaint, (device) problem code grid, health impact grid, component code grid are updated in this follow-up.

Manufacturer narrative:
H3 other text : device not returned to manufacture.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged respiratory tract irritation as well as asthma. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device has not yet been returned to the manufacturer for evaluation. Due to no patient contact information, attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed